Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) implant was piecing the skin and caused an keloid. The icm remains in use. No further patient complications have been reported as a result of this event.